Event description:
Initially, baxter product surveillance (ps) spoke with the home patient (hp) to follow up on an unrelated check patient line (cpl) alarm which occurred on the homechoice device during peritoneal dialysis (pd)therapy. During the conversation, the hp reported having peritonitis. The hp did not wish to provide any additional information regarding the peritonitis. On (B)(6) 2012, ps spoke with the patient's peritoneal dialysis nurse (pdn) regarding the report of peritonitis. The pdn stated that the home patient (hp) was diagnosed with peritonitis on (B)(6) 2012. On (B)(6) 2012, ps spoke to a pdn and received the following additional information. On unreported dates, the patient was hospitalized for the peritonitis and also for catheter position issues (details, brand of catheter, not provided) coincident with dianeal pd2 (dose, lot and frequency not provided). The two events were not associated to each other but the pdn clarified that the patient went into the hospital for both reasons. There was no report of exit site or tunnel infection. The pdn stated that the patient's peritoneal dialysis (pd) catheter was removed at the time of the hospitalization due to catheter position issues and the patient was temporarily put on hemodialysis. The pdn stated that soon (date unspecified), the patient will receive a new pd catheter and go back on pd therapy. The patient was treated with unspecified antibiotics (dose and frequency not reported). The pdn reported the patient has recovered from the peritonitis event. The pdn confirmed that the cause of the peritonitis is undetermined. The pdn stated that the events of catheter position and peritonitis were not related to a baxter device or solution. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the complaint investigation did not describe any types of use errors that might have caused potential contamination. The assignable cause is determined as no device malfunction or use error identified. A review of all batch record documents was performed on potentially associated lot h11i12102 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.